Manufacturer narrative:
Received one used d1000 tego for inspection on 2/4/25. Excessive seal tearing was observed on the tego. The reported complaint of the tego damaged can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review could not be conducted because no lot number(s) was/were identified. Corrective and preventative actions are in progress.

Event description:
The event involved a tego connector where the following was observed by dialysis staff: av access line flushed with 0.9% nacl - access line not specified; pre /post dialysis not specified. Damage to tego observed - silicone on rim above raised notch on side - silicone sheared from rim and access port pushed in. Tego changed and the procedure continued. The events were noted during use on patient, and it was unknown how long it was in use with 0.9%nacl medication. The sets were not reprocessed or re-sterilized prior to use. There was patient involvement, there was delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.